Event description:
The article list info suggesting a male pt being treated for spasticity with an implantable infusion pump experienced a pump related infection 46 days post pump implant. The pt presented with drainage at pump surgery site. Add'l findings during explant surgery included an abscess. No add'l info concerning pt symptoms and outcome were provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.

Manufacturer narrative:
.